Manufacturer narrative:
This report is for unknown 3.5mm lcp plate/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Devices were removed intact on (B)(6) 2017 due to infection. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one tibial nail with an unknown quantity of proximal locking screws, one lcp plate with an unknown quantity of cortical and locking screws, and one 6.5mm or 7.3mm cannulated screw with washer (independent of the lcp plate) were removed intact on (B)(6) 2017 due to infection. There were no reported issues with the hardware. The devices were originally implanted on an unknown date by another surgeon for an ankle fracture. The surgery was successfully completed with good patient outcome. The surgeon plans to fuse the patient¿s ankle when the infection clears up. This complaint involves 1 nail, 1 plate, 1 washer and an unknown number of screws. This report is 3 of 7 for (B)(4).